Event description:
A 28mm diameter x 16 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted into a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology size is unknown. Vessel morphology was reported to have severe stenosis. It was reported the bifurcated stent graft was successfully placed, but lost wire positioning in the ipsilateral limb. It was reported that during the second attempt to regain access to the ipsilateral limb, the right iliac artery was perforated, the severe stenosis contributed to the inability to cannulate the artery. The physician elected to convert the patient to an open surgical repair with a conventional stent graft. The patient ws sent to recovery and was reported to be in stable condition. It was reported some time during the next 24 hours the patient expired.

Manufacturer narrative:
Evaluation conclusions: device failure/lack of effectiveness related to patient condition (severe stenosis in the arteries).